Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20jan2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% in-stent restenosed, 4x24mm, concentric target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After the lesion was pre-dilated, a 28x3.50mm promus elitedrug-elutign stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.